Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and four electrical shocks to the patient for an apparent atrial fibrillation (af) with rapid ventricular response (rvr) that went to ventricular tachycardia (vt). First atp slow the vt, but it went back to af with rvr. Last shock slowed the rhythm enough. Therapy was not exhausted. The device remains in service, and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.